Event description:
It was reported that a lead dislodgement was observed. The lead was explanted and replaced when attempted repositioning was unsuccessful. Patient is stable.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.